Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false negative troponin (accutni) result generated by the access 2 immunoassay system which did not match the patient's clinical picture. Repeat testing resulted in the risk stratification range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc is performed once daily and was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2011 met instrument specifications. A field service engineer (fse) was on-site (B)(4) 2011 and performed hardware verification. All verification testing met specifications. No hardware issues were noted.